Event description:
The consumer states the left side is very loose causing her to stumble.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Manufacturer narrative:
The product was returned and evaluated. The results of the return evaluation are: loose side frame.

Event description:
The consumer states the left side is very loose causing her to stumble.